Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number (B)(4). Event occured in the united states. It was reported that the patient went to emergency room due to pain and infection at infusion site on (B)(6) 2026 and was prescribed antibiotics and on (B)(6) 2026 patient had another infection at infusion site. No further information is available.